Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a stain on the image due to dirt on the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dirt on the objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.